Event description:
Procedure: roux-en-y gastrectomy. According to the reporter: upon completion of the roux-en-y anastomosis during the subtotal gastrectomy, surgeon noted the staple end of the small bowel was opened with incomplete closure. Surgeon had to carry out a mini laparotomy to bring up the digestive port to the anastomosis externally. No additional tissue loss. But extension in incision greater than 3cm. No additional blood loss. There was extension in surgery time by more than 30 mins. Nothing fell or was left in patient. Patient is recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).